Manufacturer narrative:
No patients were involved in this event. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse discovered cavitation (bubbles) in the wash pump. The fse rebuilt the wash pump. After the repairs were completed, quality control (qc) was performed and resulted within the customer's established ranges and a system check passed. In conclusion, the cause of the qc and calibration failures are due to a hardware malfunction of the wash pump. Upon recurrence, this malfunction has the potential to cause the analyzer to generate erroneous patient results. Rebuilding the wash pump resolved the issue for the customer. No one component could be identified as the sole contributor to the event as multiple parts were replaced. Beckman coulter internal identifier: (B)(6).

Event description:
The customer reported obtaining failing thyroid stimulating hormone (access hypersensitive htsh) quality control (qc) and calibrations involving the laboratory's access 2 immunoassay system (serial number (B)(4)). Attempts at recalibration did not resolve the issue, and the customer reported that other qc was also failing. The customer did not identify the specific assays. The customer did not report erroneous patient results in connection with this event; there was no report of patient injury or change in patient treatment associated with this report. As part of troubleshooting, a system check was performed and recovered within specification and an eight (8) replicate access hypersensitive htsh precision study recovered with a 2.21 percent coefficient of variation (% cv). A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.